Event description:
It was reported that the balloon expandable stent dislodged during introduction in the valve of the 6f sheath. Another balloon expandable stent was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwk2110. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.